Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, a deployment led to guidewire lumen being partially dislodged and guidewire not advancing properly. Tissue was seen at the tip of the catheter. The farawave catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.